Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the malfunctions. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to component failure of the probe, forceps cover and body control unit (bcu). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dents at the pink probe; no silicone agent (ke45) at the forceps cover; and a clog at the body control unit (bcu). There was no patient involvement.